Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. Reportedly the customer did not give a correction bolus. No action was taken to correct the elevated bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that data points were missing from the continuous glucose monitor graph. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.